Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: please see below attached the pumps that have issues with internal things, all pumps have been cleaned and tried testing an infusion but did not complete the cycle, no pump stopped an active infusion nor did any pump cause patient harm. Frozen screen: attempted to run a test infusion, unable to go past main screen a preliminary review of the logs identified the following issue: processor hardware failure (linux core). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a linux core failure. Pump was unable to be powered on due to the damage to the lcd screen and power button. Initial inspection of device, before device was opened to check for internal damage, found multiple problems. The power button on the lvp handle is damaged. One of the bag hooks is missing. The lvp handle has multiple chips and scratches. The device was then opened to check for damage and connection integrity. The connection that provides the lcd with touchscreen functionality is not connected. The lcd screen is not fully secured to the front housing. An inductor near the battery connections is damaged and coming off the board. A connector next to the damaged inductor is no longer fully soldered on to the board. Multiple screw bosses for the main pcba are damaged. The wifi antennae near the drivetrain is loose and needs to be reseated.